Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty retrieving the suture was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar difficulty retrieving the suture incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.

Event description:
It was reported that after a peripheral intervention procedure, arteriotomy closure of the right common femoral artery was attempted using a prostar xl device. Reportedly, difficulty was encountered retrieving the suture. The device was removed and a second prostar xl device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The operator was reported to be trained in the prostar xl device. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, the following information was received: the customer indicated the suture was difficult to retrieve from the barrel of the device. No additional information was provided.